Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced atrial fibrillation (af) that resulted in rapid ventricular response (rvr). The crt-d delivered five inappropriate shocks due to the rvr. The patient was administered beta blockers and the crt-d was reprogrammed. No adverse patient effects were reported. The incident occurred while the patient was hospitalized and receiving treatment for an unrelated issue.